Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 325cc silicone breast implant experienced left-sided silent rupture post procedure. The issue was diagnosed through office visitation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient also experienced capsular contracture unknown grade. The report stated that\ an MRI was done which was not 100% conclusive. The impression of her left breast was ¿retropectoral silicone implant with radial folding, gel bleed versus micro perforation.¿ as a result patient scheduled for removal on (B)(6) 2022. Reason for device explant and/or reoperation: rupture, capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 10, 2022 indicated that the replacement devices are as follow: l shpx235 sn (B)(6), r shpx235 sn (B)(6) manufacturer¿s reference number: (B)(4). Device evaluation completed on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on september 30, 2022 device evaluation completed on october 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 325cc breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Addition information received on october 5, 2022 indicated that the patient underwent bilateral replacements as follow: l cat#:shpx235 sn (B)(6), r cat#:shpx235 sn (B)(6), and bilateral pocket revision. Manufacturer¿s reference number: (B)(4).